Event description:
It was reported the pt (B)(6) suddenly lost stimulation and is unable to establish communication with the ipg using either the programmer or charging system. Prior to this occurrence, the pt alleges the stimulation would turn off without prompting. Various non-invasive techniques were attempted in an effort to resolve the communication issue, but none were successful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.